Event description:
It was reported by the affiliate that during a hemiorrhoidectomy procedure, the device did not perform a 360 degree closure. The device only performed a 180 degree closure. The case was completed with sutures with no patient consequence. The case was extended 45 minutes.

Manufacturer narrative:
Date sent: 11/06/2006. H4: information is unavailable; device was not returned for evaluation.